Event description:
It is reported that the patient was revised due to dislocation.

Manufacturer narrative:
This report was previously submitted under 1822565-2014-01594. This report will be amended when our investigation is complete.